Manufacturer narrative:
(B)(4).

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient experienced suspected peritonitis. The nurse stated the patient did not adhere to proper aseptic technique and the patient also had a gastrointestinal issue which may have caused the peritonitis. The patient was cultured on (B)(6) 2016 and treated with cefazolin 1200mg daily and ceftazidime 1200 mg daily for two weeks.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler¿s concomitant products found no indication that the products caused or contributed in any way to the clinical event. Medical records were received and reviewed accordingly. There was no documentation in the medical record revealing the cause of the patient¿s peritonitis. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler and the peritonitis.